Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was confirmed due to foreign materials in the eyepiece and inside the device. In addition to the damaged light guide connector, there was an indentation in the outer tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The field service engineer on behalf of the customer reported to olympus that the image from the telescope was blurry. The malfunction was identified during reprocessing. The diagnostic procedure (hysteroscopy) was completed with a similar device. There was no delay in procedure and patient was not under anesthesia. There was no patient harm associated with the event. The device was returned and evaluated, and upon evaluation, it was found that the light guide connector was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force by the customer. Olympus will continue to monitor field performance for this device.